Event description:
The manufacturer received information patient passed away. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The following correction has been updated in this report. Section "both" in box b has been updated/corrected to reflect "adverse event". The device is not a part of recall.